Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a spinal fusion.

Manufacturer narrative:
Patient information was unavailable from the site. The thoracic probe was returned to the manufacturer for evaluation. Testing found that the probe had impact marks at the back end resulting in fit issues with the mating instrument tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the thoracic probe was deformed. A second probe was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.